Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient claimed that the animas pump has an intermittent power issue. The issue was resolved with the replacement of the battery cap. There was no report of any patient impact associated with the complaint. This complaint is being reported as a malfunction due to the power issue.